Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), (unknown cause of event). Evaluation conclusions: (unknown cause of event).

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 6 years ago. Aneurysm and vessel morphology were not reported. It was reported that there is a proximal type 1 endoleak. The physician stated that they were going to place another manufacturer's cuff to repair it. They placed the cuff and still had a type 1 endoleak. They placed a snorkel in the right and left renal and then placed an endurant cuff to fix the endoleak successfully. No additional clinical sequelae were reported, and the patient is fine.